Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A visual inspection of the returned device found that it is not in its original packaging. The screw is fractured on the distal end, and the threads are damaged. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image found that the screw is on the driver, and fractured on the distal end. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. B2 was updated.

Event description:
It was reported that during an that acl reconstruction, the biosure ha anchor fracture during the implantation. All pieces were removed with tweezers. The procedure was completed without a delay using a back-up device in the same bone hole. No patient complications were reported.

Manufacturer narrative:
(B)(4).